Event description:
It was reported that the patient was experiencing leg weakness. The physician noted that an MRI was taken prior to the implant, however, the physician was unable to have a look at it. The imaging showed that the patient had a major narrowing at the site of the lead placement and this was causing patients issue. The patient underwent an explant procedure and immediately felt better after the explant. The explanted device was kept by the medical facility. No device malfunction was suspected.